Manufacturer narrative:
Section h6: correction. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient previously experienced a subdural hematoma and hemorrhagic stroke on (B)(6) 2018 which is reported under MFR # 2916596-2018-04933. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted following a visit to the emergency room for memory loss and inability to find words. The patient's speech improved but a slight expressive portion remained. The patient performed a computerized tomography scan that showed a stable in size subacute to chronic subdural hematoma along the left hemisphere that measured 1.5 centimeters. There was minimal mass effect to the left hemisphere. The patient also had stable encephalomalacia in the life parietal occipital lobe but no new hemorrhage. The patient was discharged to home on (B)(6) 2018. No further information was provided.